Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. The patient had been receiving 5 mg/ml of infumorph at 2.9516 mg/day. It was reported that the patient's pump had alarmed for low reservoir on (B)(6) 2017 and had been empty on (B)(6) 2017. The patient was reportedly hard of hearing and the hcp suspected that the patient missed the pump. The patient was admitted to the hospital on (B)(6) 2017 and was discharged on (B)(6) 2017. The patient's admitting diagnosis was pneumonia and the patient was treated for pneumonia. The hcp could not confirm the pneumonia. However, the hcp felt that it was not aspirational pneumonia and that the patient "felt awful" because they did not take care of themselves and was experiencing withdrawal. The patient was managed with oral pain medication until he was discharged and was to follow-up with dr. (B)(6). The patient's prior hcp, (B)(6), had been filling the pump until (B)(6) 2016 when the patient self-discharged. The patient was using basic home infusion, however the hcp could not provide a name for who had been filling the pump as only months were provided for when the infumorph powder was ordered (october, jan, feb, march). The hcp noted that the gaps in the patient's history was a result of the patient going back and forth between (B)(4) and (B)(4). The patient's weight was provided as (B)(6). No further complications were anticipated/reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an unknown patient. It was reported that the patient's pump was empty. The rep reported they did not have access to a physician programmer. It was reported a healthcare professional read the pump and the volume was zero. The rep stated the healthcare provider was unsure if they wanted to continue with the therapy. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
(B)(4) has been removed. If information is provided in the future, a supplemental report will be issued.